Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was exhibiting noise and well as a chronically low pacing impedance measurements of less than 200 ohms. Technical services (ts) was contacted for non atrial tracking programming recommendations. Ts reviewed data and provided recommendations as well as further communicated that due to the clinical observations this leads insulation integrity may be compromised and functionality could impacted performance. To date, no system changes have been reported and no adverse patient effects noted.